Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular t-wave oversensing was observed. Device remains implanted and patient will continue to be monitored. No further information available at this time.

Event description:
New information notes that during an upgrade on (B)(6) 2018 the old rv pacing lead was abandoned. Non-sustained rv oversensing from t-wave was observed. Programming changes were made. On (B)(6) 2019, patient was feeling left shoulder pain but it was resolved. The patient occasionally has cold tingling sensation underneath the left device incision, but no redness of swelling. Normal functioning of device.

Event description:
Associate lead address in MFR report number 2938836-2019-0061692. New information notes that the patient underwent upgrade of device on (B)(6) 2019 and the old rv pacing lead was abandoned. On (B)(6) 2018 the patient complained of severe left shoulder pain due to straining and was unable to sleep. Non- sustained rv oversensing was observed and programming changes were made. A possible lead revision was suggested. On (B)(6) 2019 the left shoulder pain was resolved. The patient occasionally has cold tingling sensation underneath the left device incision, but no redness of swelling. The rv oversensing was suspected to be malfunction of the lead. However, device interrogation revealed normal device and lead function. Device and lead remain implanted.